Event description:
It was reported that the patient's driveline was cut with exposed wires. The modular cable was exchanged and am xray of their driveline was said to be performed. No alarms were noted and the cuts appeared to be superficial and not through the yellow kevlar layer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted photographs confirmed the reported event of pump cable damage; however, the report of exposed wires was not confirmed. A specific cause for the observed damage could not be conclusively determined through this evaluation. It was reported that the patient's driveline was cut with wires exposed. It was noted that there were no alarms. It was planned to take x-ray images of the driveline to make sure there were no wire fractures. The submitted photographs captured damage to the pump cable inline connector bend relief, as well as the underlying pump cable outer jacket. This damage exposed the underlying armor layer; however, the armor layer appeared to be intact. No wires appeared to be visible in the photographs. Additionally, the pump cable appeared to have multiple layers of wrap applied in an area proximal to the inline connector bend relief. Discoloration of the pump cable inline connector bend relief was also observed. The account indicated that no x-ray imaging was performed as of on (B)(6) 2025. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this chapter also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Chapter 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". This chapter also addresses all system alarm conditions as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook, rev. A, is also currently available. Section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.